Event description:
It was reported that patient had hydronephrosis with ureteral stones and underwent transurethral ureteral and pelvic titanium laser lithotripsy under spinal anesthesia. After the operation, an indwelling urinary foley catheter was placed. The patient vital signs were stable, and they did not complain of any special discomfort. In the early morning, the patient's catheter balloon suddenly ruptured, and the catheter fell off by itself. The doctor on duty was immediately notified and given relevant treatment. The patient's vital signs were stable, and they did not complain of any discomfort. The doctor was comforted, and the condition was closely monitored.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The labeling and instructions for use were reviewed and found to be adequate. The DHR review could not be performed without a lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had hydronephrosis with ureteral stones and underwent transurethral ureteral and pelvic titanium laser lithotripsy under spinal anesthesia. After the operation, an indwelling urinary foley catheter was placed. The patient vital signs were stable, and they did not complain of any special discomfort. In the early morning, the patient's catheter balloon suddenly ruptured, and the catheter fell off by itself. The doctor on duty was immediately notified and given relevant treatment. The patient's vital signs were stable, and they did not complain of any discomfort. The doctor was comforted, and the condition was closely monitored.